Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient developed a rash under the transmitter device coverage area. Rash resembled hives and were itchy and bumpy. The following monday ( (B)(6) 2014) the patient's mother took the patient to the dermatologist. Dermatologist confirmed that the rash was due to an allergic reaction to the sensor adhesive and prescribed a fast-acting cream (mometasone furoate 1%) to be applied two times per day. Patient's mother did not report any injury or further medical intervention at the time of contact with dexcom technical support.